Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 1 month. Device is expected to return but has not yet been received. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital for a high lactate dehydrogenase (ldh) level of 1410 u/l. Prior to admission the patient denied any changes in urine color or output, but was observed to have dark colored urine at admission. There were no observed pump power elevations or any alarms. The patient¿s inr from an outside hospital was 1.9 and on admission was 2.45. The system controller log file was submitted for review by the manufacturer's technical services representative. The log file showed an increase in pump powers over time. The patient underwent a pump exchange on (B)(6) 2016 for suspected pump thrombus. No additional information was provided.

Manufacturer narrative:
Additional information: the report of suspected pump thrombosis and hemolysis was confirmed based on the evaluation of the returned device. Upon disassembly of the pump, a thrombus formation was found adhered around the inlet bearing cup and ball. The thrombus ring revealed areas of denaturation and also appeared to have formed in laminated layers, indicating that it developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was operating. The thrombus was obstructing approximately 30 to 40 percent of the blood flow path in this location and could have contributed to the reported hemolysis. In addition, a smaller tissue-like deposition was present in the outlet stator. The deposition was not adhered to the blood-contacting surfaces and lacked laminated layering, indicating that the deposition did not initially form in the outlet stator; however, its origin could not be conclusively determined. Moreover, the deposition lacked denaturation and no contact marks were noted on the outlet portion of the rotor or the outlet bearing cup to indicate that the deposition was present while the pump was operating; however, if it was present during support, the deposition found in the outlet stator could have also contributed to the reported hemolysis. The evaluation could not conclusively determine a specific cause for the development of the observed depositions or a duration of time for which they were present in the device. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. The instructions for use lists hemolysis and device thrombosis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.